Manufacturer narrative:
No sample or lot# is available is available for the manufacturer to evaluate.

Event description:
The event is reported as: alleged issue: the tip of the efx needle broke while the doctor was trying to get it through the pts abdominal wall. This was due to a large amount of downward pressure being applied to the device which cause the needle to miss the silicon pad and strike the outward wall of the wings. No reported pt injury. Pt current condition is fine.